Manufacturer narrative:
This report submitted as a result of a review of complaint files. On 03-20-07 - unit has not been returned to manufacturer for investigation.

Event description:
Dealer called to say that the air pack was smoking.